Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The insert appears unremarkable in photos provided. Review of medical records reveals infection some 1,25-years post primary implantation in (B)(6) female with diabetes, morbid obesity, tracheostoma and other medical co-morbidity. Medical records confirm a hematogenous infection complication of the knee arthroplasty after a previous pulmonary infection with (B)(6) that seeded along hematogenous pathways to the knee arthroplasty. The investigation concluded that the reported infection was caused by a previous pulmonary infection with (B)(6) that seeded along hematogenous pathways to the knee arthroplasty. In this case no correlation between any specific device property and infection can be established. As such, this reported event is not device-related. The reported event regarding infection involving a triathlon insert was confirmed.

Event description:
The arthroplasty was revised due to pain and infection. The components were implanted in situ ~1.25 y. The tibial liner, tibial tray, femoral condyle, and patella were revised. The patient was not able to complete the (B)(6) questionnaire.

Manufacturer narrative:
Lot number, sterile lot number, manufacturing date, expiration date, and narrative updated. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Device evaluation and results: the insert appears unremarkable. Medical records received and evaluation: infection some 1,25-years post primary implantation in (B)(6) year old female with diabetes, morbid obesity, tracheostoma and other medical comorbidity. Medical records confirm a hematogenous infection complication of the knee arthroplasty after a previous pulmonary infection with mrsa that seeded along hematogenous pathways to the knee arthroplasty. In this case no correlation between any specific device property and infection can be established. As such, this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. The investigation concluded that the reported infection was caused by a previous pulmonary infection with mrsa that seeded along hematogenous pathways to the knee arthroplasty. In this case no correlation between any specific device property and infection can be established. As such, this reported event is not device-related. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5527-b-400, prim bp w/holes bead w/pa sz 4, lot code: s8ljn; cat. No.: 5516-f-401, triathlon p/a ps beaded #4l lot code: s7tmp; cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: xd0v. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The arthroplasty was revised due to pain and infection. The components were implanted in situ ~1.25 y. The tibial liner, tibial tray, femoral condyle, and patella were revised. The patient was not able to complete the ucla questionnaire. Photographs of the retrieved implant are attached.

Event description:
The arthroplasty was revised due to pain and infection. The components were implanted in situ ~1.25 y. The tibial liner, tibial tray, femoral condyle, and patella were revised. The patient was not able to complete the (B)(6) questionnaire.